Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Litigation papers allege the pt plaintiff continued to suffer with continuous pain and problems as a result of the device.